Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: from the beginning of the procedure, the grasping force was weak and the tissue slipped from the jaws. The device did not cut the tissue at all. A new device was opened to perform the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. There was no tissue damage. Nothing fell into the cavity. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).